Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report# 3006705815-2018-01943. It was reported the patient was no longer able to experience effective therapy from the scs system. Troubleshooting was attempted but not to the patient¿s satisfaction. As a result, surgical intervention was undertaken wherein the scs leads were explanted and replaced with another lead model. Post-operatively, effective therapy was restored.